Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that a dentist has informed them that they have bone loss and receding gums due to the time they have been in aligners. A lor was received from the patient and the dentist in the lor does not mention gum and bone concerns. The dentist does say that the in-office approach treatment is preferable for the patient. Aligner treatment has been discontinued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.